Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.2mm x 12mm threader¿ balloon catheter was selected for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed using a non-bsc balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a threader balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. Microscopic examination revealed that the balloon has a pinhole at the markerband. The tip is damaged. There are numerous hypotube and shaft kinks. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.2mm x 12mm threader balloon catheter was selected for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed using a non-bsc balloon catheter. No patient complications nor injuries were reported.